Event description:
It was reported that during the procedure to treat a chronic total obstruction in the moderately tortuous and calcified right coronary artery, the 1.2 x 6 mm mini trek dilatation catheter was advanced into the patient anatomy. A crack was noted on the shaft 3-4 cm distal to the tip and contrast was leaking into the artery. The device was removed and a 1.2 x 12 mm trek dilatation catheter was used to complete dilatation. There were no adverse patient effects and no clinically significant delay. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder fc, miracle 3, miracle 12, conquest pro 8-20. Guide cath: launcher 7f al2.5sh. Stent: taxus liberte 3.0 x 16, 2.5 x 12. Factors that may contribute to a leak in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy. Return of the rx mini trek catheter may have aided in the investigation and determination of cause. There was no report of any leaks or damage noted during preparation for use, which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. The patient anatomy was reportedly moderately calcified, which possibly contributed to the reported difficulties. It is possible that the shaft was damaged prior to entering into the patient anatomy or during interactions with other devices, or the lesion during advancement in the anatomy. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. The device was not returned for analysis; therefore, a conclusive cause could not be determined for the reported shaft leak. A search of the lot history record indicated no non-conforming material records for the lot related to the incident. Additionally, a search of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.